Manufacturer narrative:
The plate, with collets, was available for investigation. No screws were returned. Also, it is unk which collet exhibited the screw pass through. Some damage was observed to the posterior surface of the plate in one screw hole. The damage was circumferential to the screw hole, in an arc of approximately 40 degrees. No other evidence of plate or collet damage or abnormality was observed.

Event description:
The surgeon inserted a screw into a cervical plate/collet and the screw advanced completely through the collet. It is undetermined whether only the collet and screws were replaced, or the cervical plate was also replaced.